Manufacturer narrative:
Investigation: used test and analysis: panasonic dmc tz8 digital camera. First we made a visible inspection of the jaw. Except for the charring we found no further abnormalities. Then we checked the mechanical function. The clamping and cutting function worked well. Batch history review: the manufacturing documents have been checked and found to be according to specification, valid at the time of production. Conclusion and root cause: one probable root cause in cases like this, is an improper cleaning during surgery, so that carbonized residues of blood or tissue initiate and arc. A further possible root cause is a damaged insulation tongue (dissection clip). This damage created by incorrect handling during cleaning the electrodes. A damaged during rf-generator failures can be excluded. Because there is suspicion of a design related aspect to the failure, we have entered this failure mode into our CAPA system so are working on a solution. CAPA 700003160 was started.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Initially reported incident did not meet the definition of vigilance case. However, upon review of the device the vigilance decision was changed. Additionally, complaint file (cc) was updated to include short description of "io arcing in jaw" as well as applicable "item defect loc/defect type" codes.

Event description:
Country of complaint: (B)(6). The generator shows an alarm display with an error message." Initially reported incident did not meet the definition of vigilance case. However, upon review of the device the vigilance decision was changed. Additionally, complaint file (cc) was updated to include short description of "io arcing in jaw" as well as applicable "item defect loc/defect type" codes.